Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that the implant was removed because it was nonfunctioning. It was noted that on (B)(6) 2019. The patient had difficulty with fecal incontinence and within the past few weeks, they had increasing urgency. They also had nocturia 1-2 times. They cycled through all of the programs and was not feeling any type of sensation from the implant. The hcp noted that they would have the patient see someone in ¿pa clinic¿ for reprogramming. On (B)(6) 2019 the patient went in for a device check. They complained of bowel leakage when they changed positions, and noted that when they had a bm they would leak urine. They had urgency incontinence and wore up to 3 pads per day when at home but depends when in public. They were taking imodium for the loose stool. The hcp noted that they had been on program 3 91% of the time and program 1 7% of the time. Impedance showed that lead 3 didn¿t work. At the appointment: program 1 was 3+, 0-, amp 2.9 but changed to 1-, 0+ amp 3.0 which the patient felt at the implant insertion site, not rectum or vagina. Program 2 was 3+, 1-, amp 5.5 with no sensation so changed to 2+, 1- amp 2.0 which the patient felt at the implant insertion site, not rectum or vagina. Program 3 was 3+, 0-, amp 2.9 but changed to 2-, 0+ amp 2.6 which the patient felt at the implant insertion site, not rectum or vagina. Program 4 was changed to 1-, 0+, which the patient felt at the implant insertionsite, not rectum or vagina. On (B)(6) 2019 the patient reported that program 4 was the best, then 3, 1, 2. They had urine leakage with changing positions, and were wearing 4 pads per day. It was noted that they had been working in her diet and protein which helped with their fecal incontinence. However, they were still having nocturia 2-3 times even with cutting fluid intake at 3pm. The device was checked and showed that the patient used program 1 99% of the time and program 4 1 % of the time, but the implant was off. The implant was turned back on, and the patient was put on program 2. Notes also indicated ¿hematuria, microscopic ua with +2 blood. All past uas neg.¿ the patient had fecal urgency and ¿at times didn¿t make it; they don¿t get signal to have bm but then would have fi. Leakage is ¿jelly-like¿ and occurred every couple of months.¿ it was noted that the patient had incomplete bladder emptying, 10cc. On (B)(6) 2019 it was noted that when the patient would lay on their tailbone, they got sensation to urinate, but couldn¿t urinate. They felt the device all the time when sitting, and when they stood up they dribbled. In the morning, they would ¿physically hold themselves to get to the restroom.¿ their bowels were ¿good and bad days; some constipation followed by diarrhea.¿ on (B)(6) 2019 it was noted that the patient would wet every time they got up, particularly at night. This was ¿uui¿ and they were using pads and pullups as this occurred multiple times a day. The patient had a pre-op for an implant revision. On (B)(6) 2019 the patient stated that their incontinence was getting worse. The hcp planned to replace the implant for fi and to place the ins deeper as the patient complained of some movement with discomfort and ¿diff¿ laying on that side. The device was explanted and replaced on (B)(6) 2019.

Manufacturer narrative:
Concomitant medical product: product ID 3889-28 lot# va1n159 implanted: (B)(6) 2018 explanted: (B)(6) 2019 product type lead h3: (3058): the implantable neurostimulator (ins) passed functional testing; however foreign material was observed in the implantable neurostimulator (ins) connector port. (3889-28): analysis identified that conductor 0 was broken 0.6 cm from the distal end, and conductor 3 was broken at the electrode weld site. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implanted neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. The caller reported that the insurance company was alleging that the device depleted too quickly. The caller declined providing the managing health care professional (hcp) information and a return mailer was ordered. The caller was going to return the ins to the manufacturer company for analysis. No further complications were reported at this time.